Event description:
Customer alleged discrepant inratio2 results. Results as follows: patient: 1, (stago) inratio: 1.2, lab: 3.5. Patient: 2, (stago) inratio: 5.8, lab: 3.1. Patient: 3, (stago) inratio: 1.4, lab: 2.8. Patient: 4, (stago) inratio: 1.3, lab: 3.0. Patient: 6, (stago) inratio: 1.3, lab: 3.3. Patient: 7, (stago) inratio: >7.5, lab: 3.7. Nurse performed finger stick. Less than one hour between inratio meter and lab testing. No patient information was provided. Strip expiration: 07/2012.

Manufacturer narrative:
Investigation pending.